Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
The customer's healthcare provider reported via phone call that the customer experienced a low blood glucose level of 40 mg/dl. The customer treated her low blood glucose with food. The customer received too much insulin but her low blood glucose level was not cause by the insulin pump. The customer declined troubleshooting. The device was not returned.